Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge service rep replaced the x-ray tube and hv cables. The system was tested and found to be working as designed.

Event description:
The customer reported that the system would make a loud pop, the left monitor would go black, and an overload fault message would display.